Event description:
It was reported that the pump experienced a malfunction designated by error code malf 1, and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support arranged for a replacement pump, confirmed the address for shipping, and instructed the customer on how to put the malfunctioning pump into storage mode and return it using a prepaid label within 10 days.